Event description:
The customer's mother called to report that customer was experiencing high blood glucose levels for the last three days. Customer had raised her basal rate and was okay for a little bit, but then started experiencing high blood glucose levels again. Customer's blood glucose level was 460 mg/dl. She has treated with manual injections. The mother also reported that the customer went to the emergency room for high blood glucose levels a week and a half ago. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.